Event description:
It was reported that cartridge alarm 20 occurred and issue did not happen during load process, with previous similar alarms reported for same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and requested return of problematic pump with prepaid label within 10 days, which customer understood and acknowledged.